Event description:
Livanova deutschland received a report of a s5 mast roller pump defect. No additional information was provided and the case has been conservatively evaluated as reportable. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: through follow-up communication livanova learned tha the reported event was a duplicate of another event already captured in livanova complaints database. In addition it was found that the pump issue was solely due to user error and no patient injury occurred. Based on the above mentioned, the reportability of the event has been re-evaluated to not reportable and will be voided.